Event description:
The customer called to report that they were hospitalized for dka. It was indicated that the programming on the pump was accurate. The pump passed the functional tests. At the hosp, the customer was treated with manual injections and using a new vial of insulin. It was stated that the customer's bgs began to lower. The customer was instructed to follow the two hbg rule.